Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding of the image capture unit, cables and main body ad a cracked connector. Based on the results of the investigation, it is likely that the following led to the malfunction: it was likely that the video function did not function normally due to the cable failure and "image failure" occurred. For the flooding of the cable, image capture section, and main body, based on the investigation results, the root cause has not been identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality while being used the video system center. The issue was found during pre-use inspection for an unknown therapeutic procedure. The procedure was completed with another device with no surgical delay. No issues with the video system center. There were no reports of patient harm.